Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient weight unknown / not provided.

Event description:
Customer reported after uncovering the implant tried to place healing collar 4.5mmx5mm. Healing collar would not thread to the implant. Procedure was completed using another healing collar. Tooth location not reported.

Manufacturer narrative:
One (1) heal collar 4.5x4.5, 5mm (hc445) was returned for investigation. Visual evaluation of the as returned product identified damage threads. Does not thread into in-house product as intended. Malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020100689). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020100689) for similar events and no other complaint was identified. Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported events were confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.